Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. On receipt the pad clock was incrementing however the time and date displayed were approximately 40 days behind the current date. This would indicate an rtc fault. The device records 6 manual power ups, 3 on (B)(6) 2016 and 3 dated (B)(6) 2016. No further log entries were recorded. Investigation found the fault can be attributed to a depleted coin cell. This caused the real time clock failure. The pad unit passed final test before leaving heartsine, this would indicate coin cell voltage had become depleted after leaving heartsine. No fault was found with the printed circuit board. Investigation was unable to replicate the reported fault of the device switching on automatically.there was one ten minute time out recorded in the history log, this may indicate the user was power cycling the device or the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.